Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial and femoral loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate attune post operative tibial loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D11 concomitant med products: attune ps fem rt sz 6 cem; attune fb tib base sz 5 cem; smartset mv 40g ¿ eo (x2); attune ps fb insrt sz 6 8mm; attune medial dome pat 38mm e3 initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Complaint description: addition information -- medical records (ad 06/26/2018) reviewed for MDR reportability on 08/29/2018. Awareness date of impacted products updated to reflect the review of the medical records by the clinician. Revision surgery record ((B)(6) 2016) indicated knee was revised to address pain, varus tibial subsidence with tibial tray implant loosening at the implant to cement interface, and loosening of the femur at an unreported interface. Specifically, the surgeon noted that the tibial tray came free of the tibial mantle, with very little cement adhered to the backside of the implant. He also identified defects of the medial tibial plateau bone, and the femur lateral and medial condyle bone. The surgeon also expressed concerns intraoperatively that their might be an infection present, but this was not confirmed within the medical records provided. The surgeon did explant all products and went ahead and implanted an antibiotic spacer, with intent of performing a two-stage revision. Updated previously entered products, and added an additional bone cement, as well as the tibial insert and the patella products.